Manufacturer narrative:
Follow-up # 1 (08/05/2013)-product evaluation: the subject meter was returned on 07/23/2013 and analysis completed on 07/29/2013 by lifescan product analysis with the following findings: pcb contamination was found during investigation of the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.